Event description:
N/a.

Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, cause of the reported patient device interaction problem associated with residual shunt could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown size amplatzer amulet left atrial appendage occluder was implanted in the patient. On an unknown date, it was reported that there was a leakage problem with amulet.